Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report sensor issues. Customer stated that when connecting the transmitter to the sensor, the light did not flash six times. Customer stated that when removing the sensor, there was no electrode found. Customer called hospital for guidance. Customer stated that this was the second occurrence regarding this same issue. Product is being returned and replaced.